Event description:
It was reported that during a gastroplasty procedure, the device did not staple. Another device was used to complete the surgery. There was no patient consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time. (B)(4).